Manufacturer narrative:
The device was received by baxter (B)(4), and an evaluation is complete. The device received preventative maintenance at baxter (B)(4). This evaluation included a visual assessment as well as functional testing. The device failed preventative maintenance testing due to a system error 345. The device was found out of specification in relation to the reported system error 345 alarms which were reproduced while running a loaded set. System error 345 alarms were verified through a review of the event history log and found to be caused by an out of specification downstream sensor value. The downstream sensor was replaced to correct this condition should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a system error 345 (thermistor disparity) alarm. No additional information is available.